Manufacturer narrative:
The t:slim cartridge user guide states ¿use only the syringe and needle provided by tandem diabetes care, inc. To fill the cartridge.¿ the t:slim pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 33 units and the pump should have been detecting 86 units. Reportedly, the cartridge was filled with +240 units of insulin. The customer¿s blood glucose level was 300 mg/dl. It was discovered the customer was not using not using the correct syringe for loading insulin and the customer was not practicing the proper air removal technique. Although requested, the customer declined to load a new cartridge or perform troubleshooting with tandem technical support. Multiple attempts were made to follow up with the customer; however, all were unsuccessful.

Manufacturer narrative:
It was reported the insulin gauge displayed inaccurate fill estimates intermittently. Reportedly, the customer had manual injections for alternate insulin therapy.